Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The arcing appeared to originate/occur at the end of the tips and ground in another instrument; there was no damage to the instrument noted after the arcing event, and it happened while cauterizing. The generator was used with the following settings: cut-40w and coag-40w. There was no injury to the patient, and they have not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was connected properly, the instrument's tips did not collide with any other instrument or tool during the procedure, and the tips did not touch any staples, clips, or sutures while energized also, the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. No video recording of the procedure is available for isi review.

Manufacturer narrative:
The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was not exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. Common causes of the failure mode thermal damage exposed electrode instrument bipolar yaw pulley are attributed inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had excessive energy at the tips. The procedure was completed with no reported injury.